Manufacturer narrative:
Bladder prolapse, vaginal prolapse, uterine descent, bowel prolapse, defecation difficulty. It was reported that the patient experienced a prolapsed bladder, a posterior vaginal prolapse and a descent of the uterus. She was referred to a consultant colorectal surgeon, who diagnosed her with a bowel prolapse which was impacting on her bladder. It was reported that the patient underwent a laparoscopic ventral mesh rectopexy and colpopexy on (B)(6) 2013, where mesh was implanted. It was reported that she experienced lower back pain that radiates to her legs; pins and needles in her legs; pelvic pain; dyspareunia; difficult defecating; urinary incontinence; weakness in her pelvic floor and a rectocele.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a cystocele and rectocele repair on (B)(6) 2013 at which time the patient underwent a gynecological surgical procedure and mesh was implanted. No additional information was provided.